Event description:
A pharmacist reported a patient that had an unexpected postoperative refraction of +2.00d following intraocular lens (iol) implant surgery. The iol was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent in the gusset and distal region. The posterior optic surface was scratched and the optic was torn or split with a cut-like appearance from the edge of the optic and through the central optic zone. An optical inspection cannot be conducted due to lens damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.